Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from an atrial lead dislodgement which required replacement. Information regarding action taken was not provided by the investigator. It is unknown if the lead was explanted, capped, or remains implanted.